Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 27aug2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of es - drawer fail was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order 01979971, the fse reported that main drawer 3.1 all cubies not detected on bus. Verified errors on screen. Replaced drawer's retractor band. Restarted no errors. Tested all rows and cubies detected on bus. Open and close drawers no issues. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 3.1 failed to detect on bus, which located on 10floorb. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.